Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that it was impossible to use the equipment. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was initially reported to philips that it was impossible to use the equipment. There was no patient involvement. Philips received a complaint on the 866199 (efficia dfm100 defibrillator monitor) indicating that the monitor was broken. The customer informed the remote service engineer that the device was dropped and not working. There was no external damage to the equipment. The customer attempted to perform an operation test and the device restarted constantly. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
His report is based on information provided by a philips remote service engineer (rse) and a philips field service engineer (fse) and has been investigated by the philips complaint handling team. A fse went to the customer site and noted external and internal damage. The device was removed from service to assess the damage. The customer was provided a loaner device while the impacted device was being repaired. The fse noted some internal pieces of the device were bent. The fse replaced the following parts: dfm100 assy therapy (453564489061), dfm100 assy processor (453564489071), dfm100 assy therapy (453564489061), dfm100 assy therapy receptacle (453564488971), dfm100 cbl therapy high voltage (453564489571), dfm100 short metal slice (453564489491), and dfm100 metal slice pressure spring (453564489501). The device's software was updated. The device was returned to full functionality and put back into service at the customer site. The malfunctioning processor (453564489071) and the therapy (453564489061) pcas were returned to philips failure analysis lab. The complaint was escalated for technical complaint investigation. At the failure analysis lab, the results indicate that the therapy pca was damaged. The processor pca was visually inspected and no anomalies were found. The processor board under test was placed on the test fixture, and the fixture turned on with the dfm100 therapy knob set to monitor. The unit powered up and displayed system failure and therapy-disabled errors as well as a message ¿insert a charged battery¿. The device did not recognize the battery¿s presence and its charge status. Rfu status was solid red x. Therapy shocks were not possible in this state of the processor pca. The log files were reviewed and found: -op check summary log had 13 recorded critical failures ¿criticalfailtherapy" hvinhibittest¿, -rfusummarylog had 23 occurrences of ¿criticalfailtherapy¿ starting on 08 nov 2022 hourly self-test - "2022-11-08t20:25:05" level="hourly" result="criticalfailtherapy", -the last hourly self-test recorded on "2022-11-09t20:36:49" level="hourly" result="criticalfailtherapy", -in addition, 1 daily and 1 weekly result="criticalfailtherapy. The processor pca was re-tested after a firmware refresh. For the device's power-up test, the monitor displayed all relevant waveforms including a black hourglass symbol in the rfu window. The device did recognize the battery¿s presence and its charge status. Three manual shocks were successfully delivered within spec (±10%) @ 15j (14.9j), 150j (149.3j), and 200j (199.2j), as measured by the defibrillator/analyzer. For the defibrillator disarm test, the unit was then charged to 200j, and discharged successfully into the internal resistor when the "disarm" soft key was pressed. The intrepid therapy knob was then set to 170j, and a successful operational check was run. The displayed results were reviewed and printed out. In addition, a black hourglass on the ready for use (rfu) indicator was observed, confirming that the fixture was ready for use. The device was powered on (operational) overnight and no errors were observed the next day. After the passing test with the processor pca the physically damaged therapy pca was connected, and re-tested. The unit powered up and displayed system failure, equipment disabled, therapy disabled, and ECG equipment malfunction. The device did recognize the battery¿s presence and its charge status. Rfu status was solid red x. Therapy shocks were not possible. Due to the physical damage to the therapy pca integrity, the pc board is beyond repair. Based on the information available and the testing conducted, the cause of the reported problem was a user dropping the device and a damaged therapy pca. The reported problem was confirmed at the failure analysis lab. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.